Event description:
It was reported that during patient treatment, the ventilator was constantly alarming for pressure delivery restricted and it was difficult to ventilate the patient. The patient suffered from air hunger, hypoxia and death anxiety and needed extra sedation. The alarm "pressure delivery restricted¿ means that the inspiratory flow has reached its upper limit, which restricts pressure delivery that results in termination of breaths. Final patient outcome is unknown. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
According to additional information provided to our field service engineer (fse), the ventilator was checked and it was found that the patient did not have the same tidal volumes as with the previous ventilator. It was then noticed that the ventilator setup was incorrect, children as patient category and small hoses instead of large hoses for adult. This means that the patient did not receive the correct tidal volumes. The incorrect setup was remedied. The received device logs confirms the reported issue of alarms for pressure delivery restricted at the date of event. Generated alarms were silenced by the user indicating that the ventilator was under surveillance. The pressure delivery restricted alarm means that the inspiratory flow has reached its upper limit, which restricts pressure delivery and results in termination of breaths. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of event. The ventilator passed pre-use check prior ventilation was started on (B)(6) 2021. There is no evidence to support a technical malfunction of the ventilator system. The conclusion is that the cause of the incident was related to a use error.

Event description:
Manufacturer's ref.#: (B)(4).